Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The target lesion was located in the mildly calcified and moderately tortuous left anterior descending artery (lad). The 2.0mm x 8mm apex balloon catheter was advanced for pre-dilatation. Inflation was performed twice, first to 6atms, second to 8atms. During the third inflation, the balloon ruptured at 8atms. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The target lesion was located in the mildly calcified and moderately tortuous left anterior descending artery (lad). The 2.0mm x 8mm apex balloon catheter was advanced for pre-dilatation. Inflation was performed twice, first to 6atms, second to 8atms. During the third inflation, the balloon ruptured at 8atms. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found no tears in the balloon material. However, when an attempt was made to inflate liquid into the balloon, a pinhole leak was noted 2mm proximal to the proximal edge of the distal markerband. A detailed examination of the balloon material and distal markerband could not identify any issues which could potentially have contributed to the leak. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).